Event description:
This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: screw head is sticking during a procedure on an unknown date. After fixation with locking cap, angular stable adjustment of pedicle screw. Furthermore fixation with the outer and inner blue fixation screw. A renewed alignment of the rod was not possible. This is report 1 of 1 for (B)(4)..

Manufacturer narrative:
The complained article was send to the product development center for further investigation. The complained condition is normal behavior of the implant. In cases when the polyaxial screw does not move, we request to use the instrument 03.636.013 (remobilizer instrument) with which it is possible to bring the screw back in the right position. The review according the material and manufacturing documents show no deviation regarding to our specifications. No product fault could be detected. This complaint is indeterminate. Placeholder.